Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep adjusted the 5vdc voltage at the generator cabinet and the electronic cabinet. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would lock up during fluoroscopic x-ray. No pt injury was reported.